Event description:
It was reported that during a procedure, they tried setting up the device and they put it together using a torque wrench. When they did the self test the harmonic generator threw up "error 5" on screen. They took it apart and assembled again. It still showed error 5. They then took off the disposable and used the test tip and it worked. So instead of changing the instrument as they should have done, they changed the hand piece. When they changed the hand piece it worked. However after changing the hand piece, the device errored during the procedure for no apparent reason after being used for a little while. No patient consequence.